Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg displayed error message stimulation off. Reportedly, patient had stimulation a month back when they had charged the ipg. During reprogramming the ipg was unable to connect to the external devices and was inoperable. As a result, surgical intervention was undertaken wherein the scs ipg was explanted and replaced.